Event description:
The pt reported she was no longer receiving stimulation and was unable to communicate with or charge her ipg. The pt stated she had not charged her ipg in approx 1 month. The pt is to consult with her physician as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.